Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 82 mg/dl. Additionally, the customer experienced a low blood glucose (bg); value unknown. The customer declined to provide additional information on the reported event. Multiple attempts were made by tandem technical support to follow up with the customer to ensure back up therapy was obtained; however no response from the customer was received.